Event description:
The customer reported mts centrifuge was displaying 11 minutes instead of 10 minutes. No erroneous test results were reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the user observed the issue and aborted testing. The centrifuge was returned to the deprot and replaced. The service deport was unable to confirm the complaint. The instrument performed as expected when tested at the deprot. The root cause of the event is unknown.